Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on 2018-jun-05. It was reported that the issue was "subjective intermittent withdrawal reported by the patient." A catheter dye study had been ordered, but had not yet been completed. The patient's weight was not reported. No further complications were reported.

Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-sep-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (12.5 mg/ml at 2.0803 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that something was wrong with the patient's pump. He had been periodically experiencing withdrawal symptoms (once a month). He has had problems with the catheter and thinks the catheter is kinked. The patient noted he walks on the (B)(6) to keep in shape but doesn't do anything strenuous and hasn't done anything to cause the catheter to kink. He stated he knows what withdrawals are like as his last pump had a catheter kink (see manufacturers report 3007566237-2016-00321) and he was sweating in his home at 70 degrees. He stated this morning the withdrawal symptoms were so bad he "wanted to jump through a window." It was noted the patient's pump is on continuous flow and he does not use boluses. No further complications were reported.